Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels in the 50 mg/dl range. Reportedly, the customer has been doing more physical activity, and a new personal profile needed to be created. Tandem technical support guided the customer through adding a new personal profile. Customer consumed carbohydrates to address low bg levels.

Event description:
It was reported that the customer experienced low blood glucose levels in the 50 mg/dl range. Reportedly, the customer had been doing more physical activity, and a new personal profile needed to be created. Tandem technical support guided the customer through adding a new personal profile. Customer consumed carbohydrates and reduced pump basal rate using temporary basal rate feature to address low bg levels.